Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pak was visually inspected and no obvious defects were observed. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassette. No leakage occurred during generating 200-millimeter mercury (hg) pressure. The sample was tested using the console. The sample could be recognized by the console. The sample could prime, tune with the ultrasonic handpiece, the 0.9-millimeter aspiration bypass system tip from the lab stock and returned infusion sleeve, and pass intra ocular pressure calibration successfully. No bubble was observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No air leak was detected from the infusion airline during priming process. No leakage was detected from the infusion manifold, cassette, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. No system message code displayed on console screen and the service data could be retrieved. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event as the returned sample functioned per specifications. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that although the priming was fine but when the infusion was turned on, no water came out for two paks during cataract and vitrectomy combination surgery. The surgery was completed with the third new pak and post rebooting the machine. There was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.